Event description:
Unit was explanted due to a report of no output. No further injury or complications associated with the event.

Manufacturer narrative:
H6-100 excessive current drain caused by a leaky capacitor.